Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 594 mg/dl. The infusion set cannula was bent. The customer changed the set and their blood glucose went down. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.